Event description:
Customer was admitted to the hospital for low bgs. It was stated that they experienced an insulin reaction while they waited for the tubing to be empty before changing the set. Customer is a brittle diabetic. Also it stated that their spouse tried to give pt honey and water, pepsi and sugar, but pt was vomiting the liquids. They were unresponsive for an hour and their diagnosis was grand mal seizure. Troubleshooting was performed. The lead screw over rotated. Device was not dropped, bumped, or exposed to moisture. Customer reverted to back plan of manual injections.